Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure type: hysterectomy. According to the reporter: the tip of the needle was not found in or out of the pt. An x-ray was not taken. No reported ill effect to the pt.